Event description:
It was reported that the patient's lead integrity alert (lia) was triggered. A suspected fracture was reported for the right ventricular (rv) lead, resulting in high impedance, and short interval counts (sic). The lead was turned off. Lead explant and replacement has been planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).